Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-1038, awareness date 01-sep-2015). It refers to a (B)(6) female consumer in united states who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013. The consumer stated that she was a single mother of two by the time of essure insertion. She was very active and healthy and as soon as she was implanted with essure she started having health problems. She reported it started with vomiting and lower abdominal pain. After three months, in (B)(6) 2013, she was too sick to attend classes, not to mention the decrease in cognitive function. The migraines lasted days at a time and her body looked as if she was pregnant. She became extremely anxious and experienced extreme mood swings. She had been to countless specialists and was diagnosed with an autoimmune disease. Just shy of having essure for two years, she had a hysterectomy (in 2015). Company causality comment: this spontaneous and non-medically confirmed case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain lower and autoimmune disease. These events are serious due medical importance and required intervention. Abdominal pain is listed in the reference safety information for essure, while autoimmune disorder is unlisted. Abdominal pain may occur during essure use. In this case, as soon as she had essure implanted she started to have abdominal pain lower and other non-serious events. Considering suggestive temporal relationship and event's nature, causality with essure use cannot be excluded. Regarding autoimmune disease, limited information has been provided; however, given essure's local action in fallopian tubes, causality between this event and suspect insert is very unlikely. As intervention was required (hysterectomy), this case is regarded as incident. No further follow up will be actively pursued, since this case was identified during health authority website monitoring.

Manufacturer narrative:
Ptc investigation result was received on 02-oct-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous and non-medically confirmed case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain lower and autoimmune disease. These events are serious due medical importance and required intervention. Abdominal pain is listed in the reference safety information for essure, while autoimmune disorder is unlisted. Abdominal pain may occur during essure use. In this case, as soon as she had essure implanted she started to have abdominal pain lower and other non-serious events. Considering suggestive temporal relationship and event's nature, causality with essure use cannot be excluded. Regarding autoimmune disease, limited information has been provided; however, given essure's local action in fallopian tubes, causality between this event and suspect insert is very unlikely. As intervention was required (hysterectomy), this case is regarded as incident. The product technical analysis concluded that based on the available information, there is no relationship between the reported medical events and a quality defect. No further follow up will be actively perused, since this case was identified during health authority website monitoring.

Manufacturer narrative:
This case was initially received via regulatory authority FDA (reference number: FDA-2014-n-0736-1038) on 01-sep-2015. The most recent information was received on 20-jun-2017. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("lower abdominal pain/ pain") and autoimmune disorder ("autoimmune disease") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and vomiting ("vomiting"). In (B)(6) 2013, the patient experienced malaise ("too sick to attend classes") and cognitive disorder ("decrease in cognitive function"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), migraine ("migraines"), abdominal distension ("my body looked as if I were pregnant"), anxiety ("extremely anxious") and mood swings ("extreme mood swings"). The patient was treated with surgery (surgery to remove essure implant) and surgery. Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, autoimmune disorder, vomiting, malaise, cognitive disorder, migraine, abdominal distension, anxiety and mood swings outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, autoimmune disorder, cognitive disorder, malaise, migraine, mood swings and vomiting to be related to essure. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 20-jun-2017: lawyers added. Event pain was clubbed with event lower abdominal pain. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.